Event description:
It was reported that the patient with this subcutaneous implantable defibrillator (s-ICD) presented at the emergency room after receiving four inappropriate shocks. The patient had a leadless pacemaker on which the sensing vectors were reportedly never checked. The leadless pacemaker was reprogrammed and the s-ICD vector was adjusted. No additional adverse patient effects were reported. This device remains in service.